Event description:
The customer reported the left monitor (live image) was intermittently blacking out. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor, display adapter and batteries were replaced. The system was then found to be operating as intended.